Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: during the case, the surgeon inserted the loading unit through the gelport (applied). The shaft was inserted through the incision in the umbilical trocar. When shooting, the indicator lights were orange color and blinked, indicating that the loading unit is not suitable for being used. The device was unloaded and removed from inside the pt. Then a new loading unit was connected from the exterior. Operative time was delayed twenty minutes. No injury for the pt.